Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7088477. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7088503. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7095123. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7095181.

Event description:
It was reported that the patient had an infection. The patient's skin was red around the incision at the lead extension connection site. The skin was not fully closed as incision site never fully healed. The patient was administered antibiotics and underwent an explant procedure to remove the deep brain stimulation system.